Event description:
It was reported that during a routine follow up, it was noted that the device had reached elective replacement indicator (eri) due to a low battery voltage of less than 2.81 volts. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Lead 5054-58 implanted: 2003 (B)(6); product. Event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).